Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the core fan. The system was verified and ready for use.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a system overheating message. The technical support engineer (tse) viewed system logs and confirmed an 1102 error for the core fan 2 was not moving. Tse also noticed a 92-error pointing to vbl1 for a temperature warning. After inspecting the tower, they were able to pull some lint from the filters. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the representative confirmed that that the issue from previous day was identified during a procedure. The customer worked through the error message and completed in the original configuration with no issues.